Event description:
The customer reported the system failed to save pt images and mixed images as well. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and the software was reloaded. The system was then found to be operating as intended.